Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endotracheal tube for failure investigation has been requested. The lot number was provided and the manufacturer wil review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report wil be submitted.

Event description:
It was reported that a few days after intubation, air leaked. It was reported that the cuff was tested prior to use. It was reported that the patient was re-intubated.